Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in use for a stroke case. The patient was positioned on the table, and the procedure began. The imaging system indicated full image space. The staff attempted multiple times to acquire images, but when the system failed to respond correctly, they transferred the case to another lab to complete the procedure without any issues. The procedure was completed without issue after being moved to another lab. Philips field service engineer (fse) inspected the system onsite and confirmed that the system gave image disk full errors and x-rays were no longer possible. Upon troubleshooting, fse reviewed the log file, which showed an issue with the image processing pc. To resolve the issue, fse replaced the image drives with used disks available on-site, formatted them, and retested, but the system still failed. Upon further troubleshooting, the fse replaced the ippc and the image drives. The defective ippc was returned to philips for failure analysis and the cause of the failure was found to be the unit failing to power on due to a dead power supply or motherboard issue. After replacement of the ippc and the image drives, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave image disk full errors and x-rays were no longer possible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.